Event description:
It was reported that during central processing, the user facility identified a dull hook on the permanent cautery hook instrument . Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the alleged dull hook complaint. The instrument's hook is not intended to have sharp edges. Visual inspection showed no obvious damage to the hook. Additional observations not related to the event were missing conductor cap and damages to a pulley, conductor wire, and main tube. The conductor cap was missing from the distal end of the instrument. The yaw pulley boss feature on which the conductor cap was installed was broken off. This breakage likely allowed for the conductor cap to dislodge. The yaw pulley had a char mark on the conductor wire side, adjacent to the yaw cable crimp pocket. Char mark was evidence of an arcing event. The wire insulation was damaged near the yaw pulley char mark. Bare wire was exposed, likely creating a path for arcing. The distal end of main tube had various scratch marks with light material removal. Scratches were 0.100 - 0.200 in length and were not aligned with the tube axis. No other damage found. Evidence not conclusive, but the conductor cap, pulley, conductor wire, and main tube damages may be due to likely mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.